Event description:
The reporter stated the surgeon attempted to insert an aq2010v silicone three piece lens but the haptic crimped. There was no patient contact.

Manufacturer narrative:
Other (haptic crimped).